Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of complication of device removal ('removal failed-clipped bowel') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criterion hospitalization). Essure treatment was not changed. At the time of the report, the complication of device removal outcome was unknown. The reporter considered complication of device removal to be related to essure. The reporter commented: removal failed-clipped bowel; will rescheduled after coronovirus allows. Patient was hospitalized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: plaintiff fact sheet received. Event injury is replaced with event removal failed-clipped bowel was added. Case become serious incident. Reporter's information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of complication of device removal ('removal failed-clipped bowel') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criterion hospitalization). Essure treatment was not changed. At the time of the report, the complication of device removal outcome was unknown. The reporter considered complication of device removal to be related to essure. The reporter commented: removal failed-clipped bowel; will rescheduled after coronovirus allows. Patient was hospitalized. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of complication of device removal ('removal failed-clipped bowel') and embedded device ('the bilateral cornu myometrlum displays protruding silver metallic coiled wires consistent with essure coils'). In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included: pelvic pain, cesarean section, pelvic adhesions, dysmenorrhea, neck pain, back pain, pain in hip, gravida ii, parity 2 and perineal pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criterion hospitalization) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral fallopian tubes, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the complication of device removal outcome was unknown. The reporter considered complication of device removal and embedded device to be related to essure. The reporter commented: removal failed clipped bowel. Will rescheduled after coronavirus allows. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, confirmation of tubal obstruction by hysterosalpingogram. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: event: the bilateral cornua myometrium displays protruding silver metallic coiled wires consistent with essure coils added. Reporter, medical history and lab test added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.